Event description:
A home patient (hp) contacted global technical services on to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 3 of 4. The hp stated she had disconnected and reconnected. The technical service representative (tsr) advised the hp how to disconnect and reconnect. The tsr also explained se 2240 indicates air has gotten into the setup and instructed the hp to cycle power to clear the alarm. The hp confirmed she would finish therapy with a manual exchange. The tsr reviewed proper procedures per user manual with the hp. On (B)(6) 2010 product surveillance contacted the hp who verified that there were no loose connections or disconnections. The hp stated that she felt something might be wrong with the cassettes. She had the same alarm 2 times in the same drain. Product surveillance advised the hp to stop using the box of cassettes and start using her new box. The hp will hold 2 cassettes for evaluation. The hp confirmed she informed her nurse about the alarm. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy and did not have the lot number at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). One actual sample and one companion sample was received in reference to system error 2240. The used cassette was visually inspected with solution noted in set and the companion set was in original packaging and not opened. Both sets were placed on a machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The patient stated she had disconnected and reconnected. The batch review was performed on potentially associated lots with no issues noted. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.